Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having a broken tip was confirmed. The device was examined, photographed using 25x magnification, rechecked on an optical comparator and visually inspected. It was determined that there were black and discolored areas on the external surface on the device, which indicated that the device was autoclaved after the procedure. The assignable root cause was determined to be due to excessive lateral or side to side force, which is classified as user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter reporter¿s phone number: (B)(6). Mfg date: the lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event: it was reported from (B)(6) that during a craniotomy surgical procedure, it was discovered that four cutter devices broke when used together with the craniotome device. According to the reporter, the broken piece was reported to have fallen inside of the patient. However the piece was visually found and removed immediately without having to perform any additional medical intervention or any imaging technique. The reporter stated that no piece remained inside of the patient. The broken pieces that were removed were discarded. There was a thirty minute delay to the surgical procedure as a result of searching for the broken part in patient and loading the spare cutter device that was available. The reporter clarified that there was no allegation of malfunction against the craniotome device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial report stated the lot number was unknown. The lot number has been received (h123092299). Upon receipt of the lot number the date of manufacture (apr 10, 2014) has become available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.